Event description:
It was reported that the patient, who had an artificial urinary sphincter (aus) device, experienced slight recurring incontinence that began approximately two years ago. A revision surgery was performed at which time the physician confirmed sub cuff atrophy resulting in poor cuff coaptation. The device was explanted and replaced with a smaller cuff. There were no further patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary incontinence and atrophy are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.